Event description:
Pt had catheter inserted pre-op under optimal conditions (position) by anesthesiologist. Post-op 2 days, pt complaint of incomplete pain control decision to remove. Went to remove and found catheter in bed disconnected, with tip not attached. Decision to leave tip in pt.